Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal compounded baclofen 2000 mcg/ml via an implanted pump. The pump was programmed to deliver a dose of 670 mcg/day. The baclofen lot number could not be obtained/not available. The other medications the patient was taking at the time of the event could not be obtained/not available. The patient's medical history was reported as status post mva (motor vehicle accident) and tbi (traumatic brain injury). On an unspecified date, the patient presented with a small lesion at the pump site that was open large enough to expose the pump. The patient's mother provided total care to the patient and noticed a small breakdown "about a month ago". The patient was hospitalized to titrate the intrathecal baclofen dosing down while titrating the oral dosing. The patient was placed on an antibiotic regimen and the plan was to explant the pump. There was no troubleshooting performed since pump explant surgery was being planned. The surgery kept getting delayed due to the surgeon's scheduling conflicts. The pump was then explanted on (B)(6) 2016. The plan was to implant another pump in the future. As of the time of this report, the issue was resolved. The patient status at the time of this report was alive - no injury.

Manufacturer narrative:
Pump analysis results revealed no anomalies. Catheter analysis results revealed a user-related hole in the catheter body. Conclusion code no longer applies to the pump; the conclusion code has been updated. Conclusion code applies to the catheter. Method code only applies to the catheter; all other method codes apply to both the pump and catheter. Result codes apply to the pump; result codes apply to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.